Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with a large right middle cerebral artery/posterior cerebral artery infarct complicated by hypotension requiring vaopressin and norepinephrine. Neurosurgery consulted and ID, vitamin k, and kcentra was given. The patient was not deemed a surgical candidate. The patient's blood culture was positive for methicillin-susceptible staphylococcus aureus which was treated with intravenous antibiotics. Repeated computerized tomography on (B)(6) 2023 showed worsening cerebral edema and uncal herniation. Despite treatment for cerebral edema, the edema worsened and noted to have a new small intracerebral brain hemorrhage on repeat imaging. The patient experienced an arterial ischemic stroke. Goals of care was discussed with family. Compassionate extubation and lvad was turned off on (B)(6) 2023 and the patient expired on (B)(6) 2023 at 01:05 am. The device was not explanted and will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas, serial number (B)(6), was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists infection, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. No further information was provided. The manufacturer is closing the file on this event.